Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The devices showed signs of normal wear/use after being in the field for 17 years. There was no sign of abuse. The device was found to be fully functional. The shaft turns freely even under an axial load. The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the driver could not be worked properly during reaming. The surgeon used hospital's product instead of it and the procedure was completed.

Event description:
It was reported that the driver could not be worked properly during reaming. The surgeon used hospital's product instead of it and the procedure was completed.